Event description:
The customer reported there was no oxygen input reported. The customer confirmed and duplicated the reported failure. The customer regulated the hospital internal oxygen system to resolve the issue. The unit was tested and it was returned to service. The device was not in use on a patient. No patient or user harm was reported.